Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to loosening stem. Srnjr number: (B)(6) side: l gender: m. Non mpo related products: ID: 321.05.362 product: trinity acetabular shell 62mm taper size 5 lot: trinity - unk. ID: 321.05.440 product: 40mm biolox delta ceramic liner taper size 5 lot: trinity - unk.